Manufacturer narrative:
This product is not cleared, marketed or manufactured in the us. The us is not impacted.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site, however, no service action was performed as the system was working correctly.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. Patient 1 initial result was 330 ng/ml. The repeat result was 3.00 ng/ml with a data flag. The sample was repeated twice on a different e 801 module and the results were both 3.00 ng/ml with a data flag. The sample was also run on this e801 module using a 1:2 dilution and the calculated result was 6.00 ng/ml with a data flag. The edta sample was repeated on the e801 module in question and the different e801 module with a result of 3.00 ng/ml with a data flag. Patient 2 initial result was 246 ng/ml. The repeat result was 3.38 ng/ml. The edta sample was repeated with a result of 3.00 ng/ml with a data flag. The e 801 module serial number was (B)(4).